Event description:
Procedure: lap ventral hernia repair. According to the reporter: all the tacks placed on the right side of the mesh fell off 1st post operative day. Composix lp 22 x 26 cm was the mesh used. Small bowel perforation was noted and was repaired in 2009. The patient expired 1 month post-operative at home. The device is not available for evaluation.

Manufacturer narrative:
Date initial report sent to FDA: 8/26/2009.